Manufacturer narrative:
This supplemental is being submitted to provide additional information to the following sections: b3, d6b, h11. The patient was subsequently referred to a retinal specialist, who performed the lal+ explant on (B)(6) 2025. A new lal was implanted in the sulcus.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported that a capsular tear occurred during implantation of a patient's light adjustable lens+ (lal+, sn: (B)(6), +24.0d), causing the lens to fall posteriorly to the capsular bag. The surgeon was unable to remove the lal+ during primary surgery. Additionally, the trailing haptic was disinserted from its junction during the lens extraction attempt. An anterior vitrectomy was performed. The patient was subsequently referred to a retinal specialist, who performed the lal explant. A new lal was implanted in the sulcus.